Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked and while establishing final arm angle was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a definitive cause for the clip opening while locked and while establishing final arm angle could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitaclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), the clip failed to establish final arm angle (efaa) but was successful on a second attempt. Therefore, the cds was inserted and advanced into the left atrium (la), but while straddling the valve, m-knob was applied, and the clip popped open to 60 degrees. The clip was successfully removed and replaced. Two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.